Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned for evaluation. The lost history review was performed. Medical records were provided and reviewed. Filter tilt and difficult to remove were inconclusive for the device. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced malposition of device/tilt and difficult to remove. This report was received from one source. The device was used in a female patient, (B)(6) kgs; age was not provided. There was no reported patient injury.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Malposition of device and difficult to remove were inconclusive for the device. A root cause could not be determined. The device is labeled for single use. H10: g4. H11: b5, d4(lot number).

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced malposition of device and difficult to remove. This report was received from one source. The device was used in a female patient, 120 kgs; age was not provided. There was no reported patient injury.